Manufacturer narrative:
It was performed the DHR, there wasn¿t quality notification found related with this failure only maintenance record of occurrence was detected. The sample of product was sent by the customer, with that was possible performing an investigation, confirming the failure and determine the probable root cause. The defect package seal integrity, according sample sent by the customer and maintenance record, occurred due to one failure of sealing of blister packing process. Packing machine was with variation of process corrected by maintenance. This is one punctual failure.

Event description:
It was reported that before use of the bd blunt fill needle the packing sealing failed. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd¿ blunt fill needle the packing sealing failed. There was no report of exposure, serious injury or medical intervention.